Event description:
Baxter received a customer complaint involving an infusor lv5 in which the device infused 230 mls of unk chemotherapeutic agent in less than 40 hours instead of the expected 46 hours.